Event description:
A report was received from the field indicating that a healthcare worker was burned as a result of h2o2 contact. The hydrogen peroxide (h2o2) contact occurred when the worker was removing a load from a completed sterrad cycle. The employee experienced burning and the skin at the contact site turned white. The duration of symptoms is unk. The worker followed the first aid instructions as per the material safety data sheet (msds) and was then sent to the occupational medical clinic.

Manufacturer narrative:
Device performed according to specs. This is capital equipment evaluated at the customer's site: per the asp field service engineer: the customer stated she had reaction with h2o2 on her finger when she removed the load. Customer was not wearing gloves. Ran diagnostics and verified that system met MFR's specs. Ran a successful empty chamber test. The frequency of exposure to the sterrad sterilizer is all day during work hours. At the time of this incident, the sterrad sterilization cycle had completed and the vaporizer plate was in place. The load content was reported as operating room instruments, no other detail was provided.